Manufacturer narrative:
Evaluation: no product or test records were returned to assist with our investigation. The information provided states the catheter tip was not cultured at the time of removal. Therefore, at this time we are not able to say the device was the source of the difficulty encountered as no conclusive evidence was provided. We will, however, continue to monitor for similar situation.

Event description:
The device was being used in a clinical study. A 6 month old, male patient admitted for repair of a heart defect (atrioventricular canal) in 2007. Catheter was placed in patient's left subclavian vein. On five days later, a positive blood culture (e. Coli) and a negative urine culture were obtained. Antibiotics were initiated on same day. Negative blood and urine cultures were obtained the following day. Catheter was removed on two days later. Catheter tip was not cultured upon removal. The positive blood culture on five days after the original date, was later determined to be a catheter related blood stream infection.